Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 60 ml ll bns experienced the marking on the label did not appear. The following information was provided by the initial reporter, translated from spanish to english: I am sending you the email from the customer bimedica after receiving a box of the product bd syringe luer-lok non-sterile 50ml (ref. (B)(4), lot: 2089261, in which the ce marking did not appear on the labelling.

Event description:
It was reported that the bd syringe 60 ml ll bns experienced the marking on the label did not appear. The following information was provided by the initial reporter, translated from spanish to english: I am sending you the email from the customer bimedica after receiving a box of the product bd syringe luer-lok non-sterile 50ml (ref. 301035), lot 2089261, in which the ce marking did not appear on the labelling.

Manufacturer narrative:
H.6. Investigation summary: it was reported the ce marking did not appear on the labelling. To aid in the investigation, one photo was provided for evaluation by our quality team. The photos shows a case box with its label from the manufacturing site. The label is correct and according to specification. The case box also has a label that was added with the name "bimedica." No other information could be obtained from the photo. Sku 301035 is an approved product to be distributed in EU and this is not a manufacturing defect. The label artwork does not currently carry a ce mark which is a deficiency with the label artwork. Earlier, a specification deviation was initiated for products with a missing ce mark. However, sku (B)(6)was inadvertently not included due to a discrepancy of incorrect artwork referenced in the technical file that initially indicated the product has ce on at least one level of packaging. A device history record review was completed for provided material number 301035, lot number 2089261. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and the photo sample analysis the symptom reported by the customer for ¿missing ce mark¿ on product label has been confirmed. We are taking further action at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.